Manufacturer narrative:
One used convective warming hose was received for evaluation. Functional testing was performed using a known functional convection warming system. This hose was found to be in good working order and no failure was found. The complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
The equator convective warmer was returned along with one equator thermistor hose (part number sw5-hose-7). The convective warming blanket was not returned. The warmer was given functional testing at all three of the temperature settings and the temperature output did not exceed acceptable temperature output during testing. The returned device was also tested for functionality of the over temperature alarm. The warmer's over temperature alarms were found to function as specified; the device would shut down once specified temperature limit had been reached at all three temperature settings. The device operator's manual includes the caution: "if over temperature audible alarm sounds and/or red over temperature alarm indicator illuminates, discontinue use of the medical device and remove from service. Contact smiths medical or an authorized representative for service." The examination of the equator thermistor hose showed it was in good condition. The returned hose was given functional testing to ensure accurate output voltage. During testing, the returned hose was found to meet with specifications. The reported issue could not be confirmed to have been device-caused. The returned devices were found to operate as specified.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that when the convective warming blanket was removed, it was observed that the patient had 1st and 2nd degree burns on the top of the patient's back and arm. It was noted that the blanket had been placed on the patient while they were in the ventral decubitus position. No permanent injury was reported.

Event description:
It was additionally reported that the "high temperature" alarm activated three times during the intervention. It was observed the temperature was at 36 degrees celsius. The nurse turned off the equator and restarted when the alarms activated.